Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. No failure related to the reported occlusion alarm was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load sequence. Additionally, the customer received an occlusion alarm. The customer's blood glucose (bg) level ranged between 512-519mg/dl and manual injections were administered to address the bg level. The contact reported that the customer would use manual injection for insulin therapy.